Event description:
This event occurred on a pt who was being cared for by the 10 icc unit (coronary). The pt had a lumbar drain for a taaa (total abdominal aortic aneurysm) surgery. The nurse in the unit noticed that the csf (cerebral spinal fluid) would not drain properly from the drip chamber into the drainage bag, and called down to have one of the nurses from the neuro ICU come up to help out. The nurse also tested by pushing air from a syringe into the old bag to verify that it did have a patent opening. The nurse claims he was able to replace the stopcock at the bottom of the drip chamber, and that this actually did solve the problem. Eventually the entire drainage system was replaced.

Manufacturer narrative:
To date, the device in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.